Manufacturer narrative:
(B)(4). Batch # 697a79 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that the tcr75 reload was received unfired and the forks were broken off. No functional test was performed due to the condition of the reload. The damage on the reload has consisted of an improper loading technique. Please reference the instruction for use for proper cartridge loading. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 697a79, and no non-conformances were identified. The investigation has been completed based on the information provided to date. If further information is received at a later date, the file will be updated accordingly. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an open colectomy, when removing the alignment tab, the root of the cartridge broke on the mayo-table. The issue occurred before using on the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.